Event description:
The mcl20 was used during a low anterior resection. The clips were slipping out of the jaws of the device as the surgeon attempted to clip. Many of the clips crossed at the distal end and many did not close completely. Surgeon expressed dissatisfaction. The surgeon uses the device to also dissect the tissue and the clips fall out as this is done. Rep is also returning some clips. The surgeon removed the clips from the abdomen. The case was completed with a mcl20. There was no consequence to the pt.